Event description:
In 2009, the patient reported that at 10:30pm tonight he had an elevated blood glucose reading of 470 mg/dl with his normal range being 75-125 mg/dl. He feels thirsty. To troubleshoot, the patient confirmed the time, date, and bolus history of his insulin infusion device are accurate. He stated he usually exercises 3 times per week but did not exercise today. His blood glucose today was 142 mg/dl for morning fasting, 270 mg/dl before lunch, 221 mg/dl before dinner and is now 470 mg/dl. He stated, he last changed his infusion headset almost 3 days ago. Troubleshooting did not find any product issues. He stated he will bolus insulin to correct his readings and will change the insulin cartridge and infusion set. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.